Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the atrial lead exhibited high impedance, high threshold and undersensing. Pocket manipulation was performed and over-sensing was checked by the electrocardiogram (ECG) but it was not detected. It was also reported that the implantable pulse generator (ipg) exhibited pacing problem triggered by increased lead impedance. An x-ray photo revealed potential of loosened pin. Change of device settings performed. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.